Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was no longer experiencing effective therapy from the scs system. Also, ipg was explanted approximately 1 ½ years ago (reference MFR report#1627487-2018-04511) due to pain at the ipg site. Patient reported the leads are still implanted and patient has not been using the scs system since then.